Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual inspection needle is broken. A device history review was performed for the reported lot 3027372 , maintenance records were found related to the incident. Possible root cause is associated with insufficient resin application. A project was initiated to reduce this incident inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd plastipak¿ syringe with needle broke. The following was translated from portuguese to english: for everyone's knowledge, today, (B)(6) 2023, we had a serious occurrence during the injection of a radiopharmaceutical (bone scintigraphy) with a bd tuberculin syringe. When puncturing the patient to perform the injection, the metallic rod detached itself from the cannon, being introduced into the patient's vein, which was removed with the aid of tweezers. We communicated what happened to the I**** quality and supplies services, in order to collect the material from the same batch, since we had a previous occurrence at the radiopharmacy, which has already been notified. I'm opening notification with occurred on today's date. The syringe batch is segregated and blocked for use.

Event description:
It was reported that while using the bd plastipak¿ syringe with needle broke. The following was translated from portuguese to english: for everyone's knowledge, today, (B)(6) 2023, we had a serious occurrence during the injection of a radiopharmaceutical (bone scintigraphy) with a bd tuberculin syringe. When puncturing the patient to perform the injection, the metallic rod detached itself from the cannon, being introduced into the patient's vein, which was removed with the aid of tweezers. We communicated what happened to the quality and supplies services, in order to collect the material from the same batch, since we had a previous occurrence at the radiopharmacy, which has already been notified. I'm opening notification with occurred on today's date. The syringe batch is segregated and blocked for use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.